Manufacturer narrative:
Visual inspection performed by r&d project manager looking at the stem body an opaque white film is visible on approximately half of the stem length. It is not possible to identify if this film is ha or bone residual, or a combined effect. Absorption of ha from the stem body can indicate that metabolic activity was taking place and that, presumably, adequate bone contact was achieved at the time of surgery. Some signs of minor damage and scratches are present on the neck of the explanted stem, which is likely due to the revision surgery and not relevant to the reported issue. Based on the analysis completed and information available, it is not possible to identify a root cause of the stem loosening reported. Stem subsidence is a known complication after tha, well described in the literature. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue. Information reported in this fu: - device returned on 02 decembre 2024 (section d9) - type of report: follow up 30 days number 1 (section g6) - additional info and device evaluation (section h2) - device evaluated by manufacturer? Yes (section h3) - visual analysis (section h11).

Event description:
At about 2 months from the primary, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and swapped the poly. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 26 jul 2024 lot 2308770: (B)(4) items manufactured and released on 15-jun-2023. Expiration date: 2028-05-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.